Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute coronary syndrome patient, the guide wire would not pass through the catheter. A new iab was used and therapy was continued successfully. There was no patient harm or adverse event reported.